Event description:
Customer reported experiencing multiple intermittent occlusion alarms over several weeks, with each incident occurring prior to contacting support. As a result of these occlusion issues, the customer's blood glucose level exceeded 500 mg/dl, with specific high values recorded as "high." In response, the customer performed correction boluses but did not change any insulin supplies, resuming insulin use afterward. Customer managed the situation without third-party assistance despite multiple occlusion events and continued consulting with technical support for additional troubleshooting.